Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the technician having an allergic type reaction, skin irritation and burning. The technician did not use gloves to prevent the material from coming in contact with skin. If technicians let personal protective measures slide and the grinding waste contacts skin, this can lead to local irritation and lesions. Diligence in personal protection is recommended in the IFU and is required. Allergy testing confirmed the technician is allergic to ingredients found in palaxtreme. The instructions for use states that this may cause skin irritation and allergic skin reaction. If the material comes in contact with skin, it should be rinsed off immediately. The technician's symptom's subsided and has completely healed after stopping use of the product and pharmacological treatment. A similar product sold in the USA contains these same ingredients. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. The instructions for use of palaxtreme list methyl-methacrylate as the main ingredient of the liquids. Getting in contact with this substance either sensitizes skin or provokes an allergic reaction after sensitization. The customer was tested positive for methyl- methacrylate as allergen. The manufacturing of prosthesis from these kulzer products can only be performed by handling the product with sufficient personal protective measures. Due to the information the customer gave, he used the product in the beginning without recommended personal protection measures.

Event description:
The dental technician worked for some time with the material before the symptoms occurred. The symptoms of skin irritation and burning appeared on fingers, palm, and back of hands, wrists, and face. The dental technician sought medical advice by a dermatologist. An allergy test was performed and methyl-methacrylate and dimethacrylate were identified as allergens. The dental technician healed within 20 days using pharmacological treatment.